Manufacturer narrative:
Philips has investigated this complaint. According to the report, the issue occurred during a planned non-emergency fluoroscopy procedure. The procedure was completed after a delay. No patient or user harm was reported as a result of the event. A philips remote service engineer inspected the system remotely and spoke with the customer. The customer clarified that the fluoroscopy radiation did not stop when commanded. The customer then restarted the system, which disabled the system's footswitch and halted the fluoroscopy radiation, but also resulted in the system displaying a "release the switch" error message and fluoroscopy being unavailable. The rse directed the customer to press the system's handswitch several times, which cleared the error message, but the fluoroscopy settings were still unavailable. A philips field service engineer (fse) inspected the system onsite. Troubleshooting and analysis of the system's log files indicated that there was an issue with the system's footswitch, possibly damage or detachment of the footswitches internal parts. The fse checked the housing of the wired foot switch and found that there was a screw inside the housing. The screw had entered through a gap in the pedal, leading to the pedal being constantly pushed. The screw that had entered into the gap of footswitch was not part of the footswitch. The fse replaced the footswitch. After the footswitch was replaced, the device was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code/evaluation results codes were corrected.

Event description:
It has been reported to philips that the azurion system displayed an error, and fluoroscopy was not possible. The system was in clinical use when this occurred. There was no report of harm. Philips has started an investigation of this complaint.